Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the ventilator would not start. Our service technician on site determined that the dc/dc pcb, power control pcb and the expiratory channel pcb where defective. There is no information in the complaint regarding replacement of these parts. No device logs are available for the investigation. Given this information, the root cause cannot be determined.

Event description:
It was reported that the ventilator did not start. There was no patient harm. Manufacturer ref. #: (B)(4).